Event description:
An alert or recall should be issued regarding packaging. The heart cath lab was notified by the sales rep that a closure device, that had been removed from its outer packaging, but still in a closed package, was not sterile. The inner packaging indicates sterility but the outer package does not.